Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 20 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography (CT) scan revealed a type ia and a type iiia endoleak. Reportedly, the patient was asymptomatic and had been lost to follow up. The patient returned recently for follow up, and during CT scan it was observed what appeared to be a separation between the proximal crown of the suprarenal extension from the suprarenal aortic stent graft itself, and an endoleak type ia. Additionally, there was a type iiia endoleak between the suprarenal aortic extension and the bifurcated device. The patient was treated with a suprarenal aortic extension and an infrarenal aortic extension, which successfully corrected the endoleaks, and the alleged aortic extension component separation. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Medical records were not provided for clinical assessment. Post-operative CT images were provided which showed evidence of a separation of the bifurcated main body and the aortic extension with a resulting type iiia endoleak. However a separation of the suprarenal crown from the aortic extension was not evident. Therefore, the type 1a endoleak was inconclusive. The patient's anatomy appeared angled which may have been a contributing factor however pre- and intraoperative images were not provided to determine if there were any changes in anatomic appearance after the separation occurred or if there was adequate overlap of the components. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. Product use might have been incongruent with the IFU due to the reported: bilateral iliac artery diameters of less than 10 mm; bilateral access focal stenosis of the iliac arteries less than 6.5 mm. An approximate 60 degree anterior angulation of the aortic neck was observed at fourteen months post implant, which might have contributed to this complaint. Fourteen months post implant, there was evidence to support a partial crown separation and component separation, as well as a contained type iiia endoleak; this finding was not/treated recognized. The inferior margin of the crown was near the mouth of the aneurysm. Five months later, or nineteen months post implant, there was evidence of: progressive crown separation and type ia endoleak; an uncontained type iiia endoleak; and, complete component separation. The secondary procedure was confirmed, but the technical success and final disposition of the patient could not be established due to lack of information. A review of the complaint database shows that there have been other similar complaints reported recently for type iiia endoleak and suprarenal crown separation. CAPA(B)(4) has been issued as preventive measure to further investigate and determine cause and potential corrective actions related to type iiia events. As for the crown separation, the most probable factors seem to be related to anatomical conditions or product use. A large portion of the complaints are associated with off-label aortic necks, namely short and/or severely angulated necks. It appears that the suture attachment of the crown to the main body may be negatively affected in certain hostile and/or off label aortic neck conditions, whereby a direct force is exerted on the crown connection points. Secondarily, the crown has been placed low in a portion of these cases, whereby the distal edge of the crown is very near to the transition between the aortic neck and aneurysm (as seen in this complaint), thus resulting in similar effects as seen in the short neck situations. For more information, reference (B)(4). A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause for failure modes identified in this complaint could not be determined based upon available information. However, it appears that patient anatomy and placement of the suprarenal crown, whereby the distal edge of the crown is very near to the transition between the aortic neck and aneurysm may have contributed to this event.